Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva catheter split. The following information was provided by the initial reporter: I'm writing this morning about a bizarre incident that happened yesterday with one of our nurses. She was attempting an IV insertion for a patient due to receive chemotherapy. During her second attempt she thought she was successfully in the vein as there was flash back that filled the tube of the IV lock, once she withdrew the needle and flushed the cathlon the insertion site began bleeding ++ down the patients arm?!? Upon removing the IV she flushed over the plastic tray noted two slits along the cathlon, one in the middle and one at the top. I don't know if this is just a weird isolate event but I wanted to bring it to your attention. I took pictures where we can see the little fluid bubble near the top of the cathlon as we were flushing. This is concerning given the medications that we administer in oncology including multiple irritants and vesicants. I am very sorry to hear this happened. I just left you a voicemail. I can say that I have not had any similar reports from anywhere else in new brunswick. With that, we will certainly do more of a deep dive to see if there are any similar occurrences outside of nb. I have a list of boilerplate questions that would be useful in submitting an investigation with our quality assurance team that I will include below. With that, I would still like to have a quick chat so that I fully comprehend the challenges as they relate to the steps of insertion. As you know, if some steps are not done in order as laid out in the points to practice, it can result in undesired outcomes. Once I fully understand this piece, we can rule out whether it was practice related.

Manufacturer narrative:
The complaint of a leak from the catheter tubing was confirmed from the circumstantial evidence that was observed on the submitted photographs; however, the root cause could not be determined. Two photographs were provided for investigation. The photos showed a 22g nexiva IV catheter. A bead of liquid was visible on the external surface of the catheter tubing. The IV catheter exhibited evidence of use. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. No information was provided regarding the affected lot number. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.